Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2012, with no revision surgery reported. There was no other patient/medical information provided. No x-rays or images were provided. There is no other information available.

Manufacturer narrative:
H3: the reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear, loosening, and/or related to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.